Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of event: date is approximate with year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported they were in a car accident on (B)(6) 2019. On 2019-oct-10, the patient reported that they needed an MRI or a CT in the next week due to this car accident that they had 2 months ago. The patient reported they saw a chiropractor after the car accident and had a return of urgency after that. The patient was advised that their chiropractor should call patient and technical services for guidelines before making adjustments as they could affect the implant. There were no further complications reported.